Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-11989. During an unrelated surgical procedure on (B)(6) 2018 diagnostics revealed the patient's leads were not providing effective stimulation. Impedances were in normal range. The leads were left implanted in the patient. As a result, the patient may be undergoing another surgical procedure at a later time to address the issue.